Event description:
It was reported that the patient underwent a transforaminal lumber interbody fusion at l2-l5. It was reported that the tip of the driver broke off during final tightening of the setscrew on the crosslink. The broken piece was recovered. No patient complications were reported.

Event description:
On (B)(6) 2010, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra2 meter read inaccurately high compared to his expected result. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2010 at 1123am. The patient obtained a blood glucose result of "398 mg/dl" on the subject meter. The cca was advised the patient manages his diabetes with insulin. At the time of the alleged issue, the patient took 4 units novolog insulin. After that, the patient stated he went out to run some errands. When the patient arrived at his credit union, the patient claimed he passed out. The patient was given a candy bar to eat as treatment. At the time of troubleshooting, the cca noted the meter was set to the correct unit of measurement. The patient did not have control solution to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered insulin based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow up # 2/supplemental report text- 1/24/2011: the lay user/patient¿s test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Follow up # 1/supplemental report text 12/23/2010. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.